Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed cleaned the air filter and performed a functional test of the console. The thermogard console passed the functional test without any error and performed as intended. Therefore, service was not required to be performed by zoll. The thermogard console was placed back for clinical use.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.